Event description:
The complainant reported that there was an automated impella controller (aic) issue. The aic had a placement signal low alarm. Therefore, the impella pump was repositioned. After repositioning, "impella in aorta" and "impella in ventricle" alarms occurred. Additionally, impella connect disconnected from this console in the middle of the night but the blue light stayed on. The aic was successfully exchanged for a new aic. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. Refer to the related report number as noted in section h.10 for the report on the automated impella controller.

Manufacturer narrative:
Product complaint # (B)(4). The device was not returned; therefore, an evaluation/analysis of the device was not possible. Event logs were received and analysis. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical details noted that there were placement signal low alarms. After repositioning, there were impella in aorta/ventricle alarms. Once the alarms resolved while the pump was in its original position, they switched the controllers. Data log review showed an unreliable placement signal at this time with inconsistent decreases in snr and contrast. The reason for the unreliable placement signal is unknown. Motor current modulation was also below the threshold for triggering these alarms as expected but the reason for the low motor current modulation is unknown. Once the console was exchanged, there were no more positioning alarms until pump explant. The cause of the false alarms was not determined since product was not returned and insufficient clinical details were provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.